Manufacturer narrative:
This is a final report. An investigation of the reported incident was conducted. The investigation concludes, that the issue is caused by an isolated electronic failure in a device which is more than 11 years old. The 6.3 mains fuses operated unexpectedly. The issue is considered an isolated component failure with no indication for an adverse trend. The affected xenon power supply was replaced.

Manufacturer narrative:
An investigation of the incident is currently underway and a follow-up will be submitted should additional information become available following investigation.

Event description:
Leica microsystems (schweiz) ag received a complaint from (B)(6) stating that during a surgical procedure both 6.3a mains fuses operated unexpectedly and subsequently the m525 f20 had a total loss of function. There was no patient injury reported.